Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an internal hemorrhoidal ligation procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed as the bands were adhered together. When the handle was fully rotated, the bands deployed simultaneously. A second speedband superview super 7; however, the same problem happened. The procedure was completed with another device. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed (handle assembly and ligator head), and a visual evaluation noted that the device returned without bands. The suture thread was returned with seven knots. A tooth of the ligator head was bent. The handle and the trip wire did not present any problems and the trip wire was properly secured. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that a tooth of the ligator head was bent. This suggests that the device could not deploy. It is most likely that procedural factors could have affected the device performance. Manipulation of the device or the use of suction could have affected the knots integrity during procedure and led to the teeth damaged/bent and improper deployment of the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
Note: this report pertains to first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an internal hemorrhoidal ligation procedure performed on april 24, 2023. During the procedure, the bands could not be deployed as the bands were adhered together. When the handle was fully rotated, the bands deployed simultaneously. A second speedband superview super 7; however, the same problem happened. The procedure was completed with another device. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.